Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was not as bright as it used to be and the reporter had to stay in a dark place to see the pump screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2014 with the following findings: the pump display screen was observed to be discolored with a pinkish contrast. Moisture was observed behind the pump display screen lens. Unrelated to the complaint, the pump battery compartment was observed to be cracked at the bumper pad and at the threads. The pump failed a leak test due to a battery compartment leak. When the pump was opened moisture was observed inside the pump. Also unrelated to the complaint the keypad was observed to be lifted near the ok button; all of the keypad buttons were observed to be fully responsive. The keypad was removed and contamination was observed under all of the button contacts. (B)(4).